Manufacturer narrative:
Additional information was received that the reason the device was explanted was since outputs were at their maximum for several months and the patient was pacemaker dependent, the physician did not want to put the same device back in after the lead revision for fear of early battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that longevity estimates were not provided for the last 3 device checks. The caller also noted that there were lead warnings due to high thresholds with the right ventricular (rv) lead. Technical services discussed that the current drain is too high for the device to calculate longevity and explained when elective replacement indicator (eri) will be tripped. Additional information was received that the threshold continued to rise. There were no product performance allegations from the physician regarding the device or lead. The physician suspected the high thresholds were due to suboptimal lead placement and elected to replace the lead. The device and lead were explanted and replaced and thresholds are within range with the new device system. No further patient complications have been reported as a result of this event.